Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 4843ml during cycle 1. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the patient's nurse. She stated the patient no longer uses baxter products. The nurse stated she didn't have any record of the patient complaining of feeling overfilled. No injury or medical intervention was reported. Device evaluation: the homechoice was evaluated by the product analysis lab (pal). The device passed both the returned instrument test/evaluation (rite) functional and electrical tests and was functioning within specification. The assignable cause of the iipv was determined to be an insufficient drain (one or more cycles advanced to the next fill when a slow/no flow condition occurred above the minimum drain volume). Review of the service history reveals the homechoice passed all tests and calibrations prior to its release from baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).